Event description:
It was reported that a bd pyxis medbank was not populating the med order at the cabinet for nurses to issue from within the medpass software. The med order isn't showing to pull with the blue dot indicator of the med order being due. Nursing staff has been having to override to access the item as a workaround. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device medpass medication order interval was not showing, preventing the issue of the medication. A technical support specialist found an issue with som integration then escalating to integrations engineers to resolve the issue. The system functioned as intended after assessed by the technical support specialist.